Event description:
It was reported that the customer was taken to the emergency room due to diabetic ketoacidosis. Prior to the event, the customer had gone to work with a blood glucose of 150 mg/dl. Within an hour, he was vomiting, and an hour after that he was sent home. It was stated that the customer's blood glucose was only 119 mg/dl, but he felt awful. It was stated that he began vomiting, then had diarrhea. When the customer got to the hospital, his blood glucose was approximately 400 mg/dl, and he was very dehydrated. The mother stated that the customer had been very non-compliant with his diabetes as he was at an age where he wanted his freedom from the insulin pump, diabetes, school, and even his family. The mother stated that the customer would sometimes eat without bolusing, and other times he wouldn't eat at all. The mother advised the customer to get his diabetes under control and make his doctor appointments, but customer was not interested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.